Manufacturer narrative:
Block b3: the complainant was unable to provide the event date. Therefore, the event date was estimated based on the bsc aware date. Block d4, h4: the complainant was unable to provide the lot number and upn number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050702 captures the reportable event of device failure to cut. Block h11: device evaluation: the device was disposed and did not return for analysis; therefore, a technical analysis could not be performed for this reason and due to the lack of evidence is unable to confirm the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or was related to a device malfunction. The definitive cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Therefore, the issue was classified as cause not established. Based on all gathered information, the probable cause selected as the investigation conclusion is cause not established.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during a polypectomy procedure performed on unknown date. During the procedure, the physician tried to cut the polyp, but the snare was cutting inconsistently. The procedure was completed with the original device. There were no patient complications reported as a result of this event.